Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. Subsequently the device was explanted